Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a complete report when the investigation is finished.

Event description:
Spacelabs received a report that mean arterial pressure (map) for non-invasive blood pressure (nibp) failed to generate an alarm at 8:03 a.m. On (B)(6) 2015 from command module model 91496 with uvsl bedside monitor model 91387-28. No injury was reported as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer (fse) confirmed the equipment performed to specifications. The testing was witnessed by a facility staff member. Additional information collected from a clinical witness to the event confirmed the presence of bedside alarms. The fse verified that the alarm watch was set to off in the default (mcm) settings for non-invasive blood pressure (nibp). The patient retrospective database was provided by the customer for review by a spacelabs software lead engineer. The retrospective database shows an nibp alarm for low mean pressure. By design, alarm notifications for the complaint episode would not have been generated at the central monitor as the alarm watch setting for this alarm condition (low mean pressure) was set to off. There was no malfunction. The investigation is considered complete and the issue closed.